Event description:
A report was received that during a lead revision the physician discovered that one of the leads was fractured down the proximal end. The physician replaced the lead and the patient is reportedly doing well.